Manufacturer narrative:
System logs were not available for review. A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: a "patient underwent an ion lung biopsy. Bleeding developed after biopsies were obtained. Transexamic acid was administered and hemostasis was achieved. As the bronchoscope was being withdrawn bleeding was again noted. This was associated with desaturation and the procedure was transitioned to manual bronchoscopy. The patient further decompensated with bradycardia and CPR was administered for about 30 minutes. Rosc was achieved along with hemostasis and the patient was transferred to the ICU for continued management. The patient was successfully liberated from mechanical ventilation the following day and was discharged home after 5 days with residual chest pain and is otherwise doing well. No additional medical history is available. Based on the available data the bleeding complicated by hypoxia a bradycardic arrest were procedure related and not device related. Bronchoscopy is a minimally invasive procedure with a low risk profile for significant bleeding. A retrospective study of 20,986 bronchoscopies reported 21 episodes of hemoptysis of > 50 ml (0.38%) and 19 episodes < 50 ml (0.34%). A prospective multicenter international study of 1,215 navigational bronchoscopy cases reported a bleeding rate of 2.5% overall and a ctcae grade 2 or greater bleeding rate of 1.5%. A single center retrospective review of 19,017 bronchoscopic biopsies reported a severe bleeding rate of 0.79% with a higher rate in more central lesions. Another large case series of 26,895 bronchoscopies with biopsies of any type reported any bleeding in 41.4% of cases but a severe bleeding rate of 1.47%. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. Bleeding of any severity was reported in 2.1% of all cases. These data reflect various definitions of any bleeding in the literature ranging from 0.72-41.4% with possibly more consistent definitions of more severe clinically significant bleeding ranging from 0.38-1.47%. The rate of catastrophic events such as cardiac arrest and death associated with bleeding would be some fraction of the reported bleeding rates and will thus be more rare than significant bleeding. A retrospective study of 20,986 bronchoscopies reported 4 total deaths (0.02%). Another prospective multicenter international study of 1,215 reported 1 death (0.08%). A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death (0.01%). A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths." Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Bo l, shi l, jin f, li c. The hemorrhage risk of patients undergoing bronchoscopic examinations or treatments. Am j transl res. 2021. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and went into cardiac arrest, which required cardiopulmonary resuscitation (CPR). The target nodule was 4.7 centimeters (cm) in size and located in the left upper lobe. A radial ultrasound bronchoscopy (ebus) probe was utilized to localize the lesion. Instruments used for biopsy included a 21g flexision biopsy needle and compatible forceps. Following the initial set of two biopsies, the patient began bleeding, which was initially controlled with tranexamic acid (txa). As the bronchoscope was retracted to change locations and pathways, the patient desaturated and continued to bleed. Despite switching to a therapeutic bronchoscope, the bleeding could not be stopped. The patient became bradycardic and required approximately 30 seconds of CPR. Subsequently, the patient was admitted to the intensive care unit (ICU) and extubated the next day. She experienced residual chest pain and spent four to five days in the hospital with ongoing chest pain and concern for pneumonia, for which antibiotics were administered. She is now doing well at home. This incident was "neither a catheter malfunction nor a true complication", per the physician. There was no device malfunction reported.